Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around (B)(6) 2018, the patient noticed they could not get their stimulation to turn on, which has bothered the patient because their left leg goes numb. They have been trying to recharge the ins but they have not been able to get the ins to connect with the recharger; they were not getting coupling boxes. It was noted the patient had turned their stimulation off a while ago because they were feeling better, and hasn't turned it on again until (B)(6) 2018. They last successfully charged their ins in (B)(6) 2018. The patient "ended up in the hospital" two days prior to the report because their pain was so bad it was causing them to get headaches. It was noted that previously, the patient had two discs taken out of the lower sciatic area and their tailbone was fused, so whenever their back acts up their legs go numb no matter how they position their legs. The patient has also experienced spasms and cramping in their calves, and the patient has been scared to drive because they don't know which leg will go numb on them. They were redirected to a doctor to have the device checked to determine if it's in overdischarge. The patient does not have a doctor, so the phone number for the patient's implanting doctor was provided to the caller. No further complications were reported or anticipated.